Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump alarmed and showed "no disposable clamp" with the pump saying 10ml remaining even though it looked empty. The event occurred while in use with patient at patient's home. This was operated by a health professional. There was no harm to the patient.